Manufacturer narrative:
Device received with blank display due to moisture damage on electronics and motor assembly. Unable to confirm device heating up and unable to perform any tests due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level 110 mg/dl. Customer stated that battery compartment sometimes does not lock. Troubleshoot was performed. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.